Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 yea since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending section cover had a scratch, scope connector cover unit had a scratch, forceps elevator had a scratch, free engagement knob had a scratch, right/left angulation control knob and upward/downward angulation control knob had a scratch, connecting tube had a dent, switch box had a scratch, scope connector had a scratch, universal cord had a scratch, grip had a scratch, suction cylinder was shaved, control unit had discoloration, control unit had a scratch, scope cover had a scratch, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges, the air/water nozzle was flushed with detergent solution, and the endoscope was immersed in the detergent solution. There were no abnormalities in the accessories used for reprocessing.